Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2015 at 5:30pm. The patient informed the csr that she manages her diabetes with insulin (via insulin pump) and oral medication (metformin). The patient claimed she administered 6 units of apidra insulin at 5:30pm in response to the alleged meter issue. The patient denied developing symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. The claimed a blood glucose test was performed on another device on (B)(6) 2015 between 7:00 and 7:30pm but was unable to recall the result obtained. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse of the device. The csr documented the correct test strips were being used for testing. The csr noted the meter would not power on manually after the batteries had been replaced. The alleged power issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.